Manufacturer narrative:
Block h2 correction: block h10 (related report number field). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. This is for the same event as manufacturer reports 2124215-2024-47935. User facility reference # (B)(4).

Event description:
It was reported that two zero tip basket device were used during a cystoscopy with laser lithotripsy right procedure, ureteroscopy right and ureteral stent insertion, right procedure. During the procedure both of the zero tip baskets broke inside the patient. Additionally, stone fragments were stuck in the ureter resulting the basket to malfunction. Reportedly, they used additional laser to break the stones into smaller fragments and all basket parts were removed intact with no foreign bodies noted. There were no patient complications reported as a result of this event.

Event description:
It was reported that two zero tip basket device were used during a cystoscopy with laser lithotripsy right procedure, ureteroscopy right and ureteral stent insertion, right procedure. During the procedure both of the zero tip baskets broke inside the patient. Additionally, stone fragments were stuck in the ureter resulting the basket to malfunction. Reportedly, they used additional laser to break the stones into smaller fragments and all basket parts were removed intact with no foreign bodies noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. This is for the same event as manufacturer reports 2124215-2024-47935. User facility reference #(B)(4).